Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history review was completed for the reported lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal would not load properly. It would not even curl enough to get pushed into the cannula. It was very stiff. The hospital also stated another hs iii proximal seal that loaded properly but when deployed in the aorta, it didn't deploy properly. Physical appearance of both heartstrings is retained in the deployment sleeve of the insertion device. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device and the loading device were returned. The tension spring assembly, anchor tab and the seal were inside the loading device. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter, outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint "failure to load" was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).